Manufacturer narrative:
This device is use for treatment not diagnosis. "Assessment of indications and clinical outcome for the endoscopy assisted combined subciliary/transantral approach in treatment of complex orbital floor fractures" (2013). Polligkeit. J. Et al, 41, 797-802. This is for a unknown matrix midface preformed orbital plates. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following abstract: "assessment of indications and clinical outcome for the endoscopy assisted combined subciliary/transantral approach in treatment of complex orbital floor fractures" (2013). Polligkeit. J. Et al, 41, 797-802. This is the first study of patients with orbital floor fractures treated with an endoscopy-assisted combined subciliary and transantral approach. Thirteen patients (7 male, 6 female) were treated with the described technique. The mean age was 43.2 (+/- 20.5) years. 3 patients had secondary surgical treatment because of unsatisfactory results of primary surgical intervention. That is, 3 patients underwent revision surgery due to an inadequate initial repair via a subciliary approach alone. In 3 patients with secondary procedures, surgery was performed 51.3 (+/- 53.4) days after primary surgery and 62 (+/- 56.7) days after initial trauma. Postoperatively, 3 patients complained about severe hypo- or anaesthesia. This is report 1 of 1 for (B)(4). This report is for unknown (cmf) matrix midface preformed orbital plates. This report is for 1 device.